Event description:
The nurse states that the jejunal feeding tube was placed through a 20f feeding device on 7/25/94. During feeding on 8/3/94, the nurse had difficulty passing fluid through the jejunal tube and discovered that the tube had detacheed from the feeding adapter. The tube was endoscopically retreived from the pt's stomach without incident and a new jejunal tube was inserted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.